Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was ovalized approximately 125.0 cm from the hub and fractured 131.0 cm from the hub. The ace 64 was kinked approximately 40.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the distal segment of the ace 64 was fractured. This damage likely occurred due to the collapse of the non-penumbra sheath that the ace 64 was used with. The non-penumbra sheath was not returned for evaluation. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while removing the ace 64 from the patient via pump aspiration, the physician aspirated the other manufacturer's sheath as the ace 64 was being retracted; however, the sheath collapsed and crimped the tip of the ace 64. The ace 64 became bent at the y-arm and the distal end of the tip broke off into the internal carotid artery (ica) as they pulled on the ace 64. The physician required a snare device to successfully remove the broken ace 64 from the patient and the procedure was completed since the target artery was cleared up. There was no report of an adverse effect to the patient.